Manufacturer narrative:
UDI: (B)(4). Initial reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a cochlear implant surgical procedure, it was observed that there was too much "whip" on the burr device when used with the handpiece device. It was reported that there was a one to two minute delay in the procedure and an unspecified spare device was available for use. It was reported that there was no issue with the handpiece device as the spare burr device worked fine. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device had too much whipping when used was confirmed. An assessment was performed on the device which found that the device met all dimensional specifications except for straightness and runout. The assignable root cause of the cutter failure could not be determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.